Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties and treatments appear to be related to circumstances of the procedure. It should be noted the hi torque guide wire instructions for use states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the heavily tortuous, heavily calcified distal right coronary artery (rca). During advancement of the balance heavyweight (bhw) guide wire through a previously implanted stent, without resistance felt, the guide wire went through the stent struts and became entangled. Force was applied while trying to remove the guide wire and this led to a separation of the guide wire. No attempts were made to snare the separated guide wire. All of the separated guide wire was successfully removed surgically from the patient's anatomy. No additional information was provided.